Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated. The meter was visually inspected and no issues were observed. Indicator light flashing was not observed. Meter did not turned on with button and strip insertion. The returned meter was de-cased and visual inspection has been performed. Sticky liquid contamination was observed on the pcba(printed circuit board assembly). Therefore, issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.